Manufacturer narrative:
The device used in treatment has not been returned and evaluated, this evaluation was not able to establish a relationship between the event reported and the device. The visual and functional evaluations could not be carried out due to no device returned to service centre, this device will be re-visited if all the information becomes available. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution there were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. It is not possible to determine the exact cause of how the damage occurred. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys touch is alarming canister full/blockage. Customer changed the dressings, tried all the trouble shooting guidelines and nothing is working. It is unknown if a back up was available and there is not information about delay in treatment.